Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent rmv was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was to be placed due to malignancy in the bile duct. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. There was no visible damage noted to the stent system prior to the procedure. During the procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary rx stent rmv. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: reporting was required because the device is only sold ous but is similar to the m00576730 that is sold in the us this event has been deemed an MDR-reportable event based on investigation results which revealed the stent was received partially deployed.

Manufacturer narrative:
Investigation result of stent partially deployed. Investigation results: a wallstent biliary rx stent system was received for analysis. Visual examination of the returned device found that the stent was partially deployed by 80 mm. A section of the inner was exiting at the guide wire access sleeve and was preventing the remainder of the stent from being deployed. A visual and tactile examination found no kinks or damage along the length of the outer sheath. During the analysis, the investigator unsuccessfully tried to deploy the remainder of the stent and it was noted that more of the inner then exited at the guide wire access sleeve. The device was dissected at the guide wire access port. The stent and the distal inner were then withdrawn and no issues were noted with the profile of the stent; however, it was noted that the distal inner was kinked at various positions along its length. A visual and microscopic examination found no issue with the profile of the reconstrainment band. The damage identified during the product analysis was consistent with resistance being met during deployment and the application of excessive force on the device. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.